Event description:
Lead placement was done under spinal anesthesia. The lead was difficult to implant; >1 hr positioning. The lead tip was at low t6. Postoperatively, the patient had a lot of pain in the lower abdominal region and ventral left upper leg; it started right after the anesthesia was over. The patient panicked and morphine was given. The next day, the patient had cramping and pain in the left leg and back. It was also noted "peristaltic hard to hear, pain in abdominal wall. Inserted catheter a demure". Later that day, at approximately 14:30, the patient experienced a "loss of force in both legs, no loss of sensibility, allodynia, hyperesthesia, cannot tolerate any pressure or clothing on legs". A neurologist was consulted. The patient demanded explantation under full anesthesia. The lead was explanted; the implantable neurostimulator (ins) remained in situ. Then on (B)(6) 2010, the ins was explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).